Event description:
On 01/07/2008, the hcp reported that the patient had an infection and was admitted to the hospital. The hcp planned to wean the patient off the baclofen so they could remove the pump. No patient symptoms were reported. In 2008, the patient's father reported that the patient had been in the hospital for the last 5 days. The patient had oozing at the incision and the incision had an opening. The father stated the patient's status was "fair". The patient's father was encouraged to contact the patient's hcp. Four days later the patient's father further reported that there was no infection, but the pump pocket incision had never healed, so the hcp was going to remove the pump to prevent an infection. Four days later, the hcp further reported that when they were removing the drug from the pump prior to explant, 8 mls of drug was pulled from the reservoir; however, 25.5 mls had been expected. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.